Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve implanted inside a 25 mm non-edwards valve, central leak was observed after the non-edwards valve was fractured. The event was attributed to a stuck sapien 3 ultra resilia valve leaflet after the non-edwards valve was fractured. The stuck leaflet was unable to be released. A second 23 mm sapien 3 ultra resilia valve was implanted to resolve the event.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without reports related to leaflet mobility for the sapien 3 ultra resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation and valve leaflet motion restriction that resulted in a valve-in-valve being performed has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests procedural factors (post-dilation to fracture pre-existing valve) likely contributed to the event, as it was reported that after the non-edwards valve was fractured, the leaflet was stuck, and the stuck leaflet was unable to be released. Additionally, it was reported that "central leak was observed after the non-edwards valve was fractured." Deploying the valve using more than the prescribed volume or attempting a second inflation may result in an inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the transcatheter heart valve (thv) leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.